Event description:
Per circulator - patient was undergoing left lower extremity arteriogram with runoffs and the vascular closure device would not deploy properly, when physician tried to close the femoral artery. As he removed the device, it tore a hole in the femoral artery, so attempt with another device could not be attempted. Bleeding prevented with hand held pressure for 30 minutes.